Event description:
It was reported when the patient presented for elective device replacement, interrogation revealed an arrhythmia in the vt zone due to ineffective therapy and then accelerated the arrhythmia to vf zone. Eventually the arrhythmia was stopped by a stronger shock. The device was explanted and removed. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.